Event description:
A customer reported a high blood glucose incident, leading to an emergency room (ER) visit on (B)(6) 2025. The highest blood glucose level during the incident was in the 330s mg/dl. Cause was not known. The customer was treated with saline and insulin while in the ER and the issue was resolved without causing permanent damage. The customer was released from the ER later the same day and after being released, the customer agreed to a supplies and system check. Technical support instructed the customer to inspect various components of their equipment, but no issues were found. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.